Event description:
Oxisensor fell off of grandson's finger, and went unnoticed until too late. Grandson was without oxygen for 36 minutes. Big problem with design of oxisensor, not sturdy, not secured properly. Falls off child's finger or toe easily. Rptr writes to MFR: "please look into the problem with the design of the oxisensor cuff. It does not stay on the finger as the child is moved about the operating table. My grandson died during minor surgery on february 7, 1997 in a hosp. He was 4 years, 8 months young that day. A series of errors lead to his death, one of which was that the oxisensor had fallen off his finger which the anesthesiologist did not notice. It is a brilliant invention by a german physician in the early 1950s and I believe its use is mandatory in most states. In rptr's home state it is mandatory. I have obseved the same problem with the oxisensor cuff at another facility (where the operating room nurses themselves said they frequently have a problem with the cuff falling off). I observed it again first hand as my friend's son, a 20 month old little boy, was about to undergo a procedure. I glanced down and the oxisensor had fallen off his toe just prior to the procedure. I alerted the anesthesiologist and they put another band-aid over the one that is attached to the oxisensor. When one examines the oxisensor (which I have attached for your inspection) you will quickly note that the adhesive band aid is narrow and less than an inch and a half in lenghth, it is not secure enough to stay on a child's finger or toe during surgery. The adhesive is of poor quality, the bandage itself is narrow and flimsy and I hear it gets caught in the wires. The wires are heavy, the bandage light and that is part of the reason also. Please have your engineers take a good look at the design and re-design the cuff so it stays on the child during surgery, otherwise the pulse oximeter is utterly useless. I have also spoken with operating room nurses where adult pts have the same problem. I do not think the engineers have taken into consideration the operating room situation what with wires all over the place, a number of physicians working on one pt surrounded by equipment. The cuff is subjected to stress and strain what with moving the pt about and other wires. Perhaps the cuff itself could be attached from the finger and secured about the pt's wrist, front and back. Please understand my concern is to correct the deficiency quickly - period. I would appreciate your prompt action to this problem. Please return the oxisensor ii d-20 after you have looked it over."